Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead had a chronic high pacing impedance problem >2000 ohms since before (B)(6) 2020. The asymptomatic patient presented in clinic for an unrelated procedure. The lead was capped and replaced without issue during the procedure on (B)(6) 2021. The patient was stable.